Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited an undersensing issue. Programming changes were made and the patient experienced no consequences.